Event description:
It was reported that the cartridge leaked insulin, and the issue occurred once. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy, with technical support assisting by initiating a return process for the cartridge.